Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported ((B)(6)) the patient is not receiving stimulation and is unable to turn stimulation on. External devices are unable to communicate with the patient's ipg. Surgical intervention may be planned to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention where the ipg was replaced with a new one. The patient is now receiving stimulation.